Event description:
Pt underwent cataract surgery on 10/8/96, and implantation of a model aq-2003v intraocular lens was attempted by the surgeon. However, the surgeon stated that the lens ejected in an uncontrolled manner and tore the posterior capsule. An anterior vitrectomy was necessary. No other surgical procedures were performed. No complications noted.